Manufacturer narrative:
The event was reported to have occurred in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing insulin at a rate of 4.4cc/hr at the time of 18:55. The pump was checked at 19:10 and it was reported the rate was 97 cc/hr. Blood sugar was checked and was at 436. Blood sugar was rechecked at 1930 and it was 303. Any medical intervention and patient outcome are unknown. No additional information is available.

Manufacturer narrative:
Corrected information: the event date was reported as september of 2008. Additional information : the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.